Event description:
It was reported that device diagnostics resulted in high impedance (>7,000 ohms). It was reported that the device was programmed off and the patient was referred for surgery. It was reported that the patient was sent for x-rays. It was reported that a lead break was not visualized in the x-rays. It is unknown if any patient manipulation or trauma occurred that is believed to have caused or contribute to the high impedance. Surgery is likely, but has not occurred to date.

Event description:
The patient underwent a full replacement on (B)(6) 2014. Explanted devices have not been returned to date.

Event description:
The patient's generator was returned for analysis on 01/29/2015. Product analysis was completed and approved on (B)(6) 2015. During the analysis, there was no indication from the device that an end of service condition existed. The device performed according to functional specifications of the current automated final test 102. Analysis of the generator in the product analysis lab concluded that no abnormal performance or any other type of adverse condition was found.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.